Manufacturer narrative:
The device was returned with the core wire detached from the catheter handle. Button 2 had been fully depressed and button 3 (for balloon retraction) was not retracted. Visual inspection revealed that the balloon proximal bond was detached from the polyimide shaft. The balloon remained partially inflated with the distal end of the balloon inverted and remained attached to the core wire. The proximal balloon bond was severely damaged, probably the result of multiple attempts to puncture the balloon. The syringe was received in the vacuum lock position and the stopcock was closed. Subsequent to disassembling the handle housing, it was confirmed that the proximal end of the core wire was detached from the inflation indicator plunger. The condition of the device indicated that device removal was attempted with the balloon inflated which resulted in a proximal bond detachment and forcing the balloon to invert over the distal bond, trapping saline inside the balloon and preventing balloon deflation. Based on the procedural information provided and the investigation performed, the root cause of the balloon failure to deflate was due to user attempted to withdraw the device with the balloon inflated which resulted in a proximal bond detachment and forcing the balloon to invert over the distal bond, trapping saline inside the balloon and preventing balloon deflation. The root cause of the core wire detachment was excessive tension applied during catheter removal. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The cardinal health sales representative reported the following information: on (B)(6) 2014, a mynx ace 6f/7f vascular closure device was deployed, the balloon did not deflate and became separated from the device. The black "wire" and inflated balloon were left in the patient. Attempts were made to puncture the balloon and to pull the device with no success. The patient was sent to critical care where the vascular surgeon attempted to puncture the balloon under ultrasound guidance with no success. The surgeon made a small bedside incision and was able to retrieve the device. The bleeding was controlled with manual pressure and a femostop. As of 8 am on (B)(6) 2014, the patient was noted to be doing well and was up walking. The patient was hospitalized.